Event description:
It was reported that the patient had meningitis, onset 2009. She experienced a fever and other meningeal signs/symptoms. A culture was obtained and no predominant organism was identified. IV antibiotics were administered and the patient was placed on a vp shunt. The infection resolved.